Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise due to damage was note on the atrial lead. Noise was reproducible. The lead will continue to be monitored and will be replaced during the generator replacement. The patient is stable.

Event description:
New info received: during device explant unrelated to this event, lead was revised. Upon revision, atrial lead showed noise leading to inappropriate ams episodes. Lead remains implanted and connected to the new replaced device. The patient was stable before, during, and after the procedure.